Event description:
A pk papyrus covered stent system was selected for treatment. After insertion of the pk papyrus the patient began to code, and the device could not be delivered as it was necessary to perform 3 rounds of CPR. Upon withdrawal, it seemed like the cover came off the stent system. Ivus was performed but the cover could not be located. Thus, the lesion was ballooned again in case the cover had been left inside the lesion to trap it against the vessel wall.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e., one stent strut is strongly bent outwards. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. The stent imprint on the exposed balloon surface indicate that the deformed strut was initially crimped on the balloon. The balloon is still well folded and shows no signs of inflation. Other than initially reported, the cover membrane of the pk papyrus is still centered and firmly connected to the stent and shows not damage or irregularity. The blood stain underneath the stent struts of the cover membrane might have falsely led to the assumption that the cover membrane is damaged or missing. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection, every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent as well as the integrity of the cover membrane. Further, the stent outer diameter is verified to 100 %. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be obtained. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment. After insertion of the pk papyrus the patient began to code, and the device could not be delivered as it was necessary to perform 3 rounds of CPR. Upon withdrawal, it seemed like the cover came off the stent system. Ivus was performed but the cover could not be located. Thus, the lesion was ballooned again in case the cover had been left inside the lesion to trap it against the vessel wall.